Manufacturer narrative:
(B)(4). Batch t5d68w. The following information was requested, but not available: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any patient consequences or changes to the post-operative care of the patient as a result of the event? What is the current patient status? Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first photo shows a plastic jar with a tissue piece inside from front side. The second photo shows a device from anvil area with some staples no properly formed. Please noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The third photo shows a device of anvil area from top view and a donut tissue can be seen in the anvil. The washer appears to be uncut. Based on the photos reviewed, the event describe of incomplete staple line and malformed staples are confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage, with the breakaway washer uncut, without marks and there were no staples present. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that at the time of performing the anastomosis the shot was made in a conventional manner, we wait 10 seconds, we opened the anvil back to proceed to remove it, we opened the anvil but at the time of removing, the suture was left stuck in the tissue. We checked, we pulled, we took the tissue to see if it would come out slowly or what was happening but it was stuck, at the time of removing it, it seemed to invade a little and finally it opened, it was cut, a bowel was peeled off and I was forced to do manual anastomosis, I saw that in a portion of the segment some staples came out, I cut it and left it in formalin to review what happened, because it seems that the staples had not closed completely, we left part of the tissue in the device to assess how they were and the segment where the anvil was opened completely, there were no staples in that fabric. Do not look at the detail of the donuts. There were no patient consequences. Procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/07/2020. Additional information was requested: how long was the initial surgery prolonged? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention leading up to the patient¿s death? Can operative notes or an autopsy report be provided? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? The following response was provided: unfortunately, I do nort have more answers from the specialist surgeon. Dr. (B)(6) reports that these last questions deviate from the intent of the quality report related to the (B)(4). Informs that the questions no longer contribute to the type of failure presented by the suture. Dr. (B)(6) appreciates the attention given by us. It tells us that you do not want to talk more about it. Follow up sent to clarify what was meant by, ¿it tells us that you do not want to talk more about it¿ and confirm if the surgeon would like to speak with ethicon medical and engineering. Response provided: at that time the surgeon did not want to answer more questions about the case under study. Personally I would be very grateful if you can communicate with him. Attempts are being made to schedule a call with the surgeon. To date no response has been provided. If a call is held and further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information provided: was surgery delayed due to the reported event? Yes, was delayed. Was procedure successfully completed? Yes. Were fragments generated? Yes, fragments of donuts were generated, I put in formaline those pieces. If yes, were they removed easily without additional intervention? Donuts were easily removed from stapler. Patient status/ outcome / consequences: patient didn¿t go well. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no other interventions during the procedure. Is the patient part of a clinical study? No. Additional information was requested and the following was obtained: what were the indications for surgery? Colon cancer. What healthcare professional fired the device and what is his/her experience with the device? 3er year general surgery, resident, get used to do this procedure, under my supervision and mentoring all the time. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes, was in the green. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 3/4. Were the donuts inspected? If so, please describe. Yes, we keep donuts in formaline. Was a complete transection of the cutting washer visually confirmed? Were there any patient consequences or changes to the post-operative care of the patient as a result of the event? I would say yes, it took more time in an elderly patient. What is the current patient status? A week ago, was getting better but still in intensive care unit. Further information was requested and the following was obtained: was the patient¿s hospital stay extended and time in the intensive care unit due to the issues experienced with the device? Please explain. What is the current status of the patient? Response: difficult to answer that question, I would say, probably yes. We did not have access to another stapler and we had to do manual anastomosis, it took more time and finally patient had a leak , with reintervention, and everything else happened to those patients and finally patient pass away, after many surgeries and many days in intensive care unit. Of course patient had cancer and there is no only one thing that explains the dead, but I believe, probably without stapler and longer time in the first surgery could help to final result. Updated device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh29a device arrived with no apparent damage, with the breakaway washer uncut, without marks and there were no staples present. The device was reloaded with staples and tested with the returned washer for functionality; and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Tissue imaging analysis: a tissue sample was received for analysis. The sample was imaged and investigated. CT and x-ray images of the sample were taken to visually assess staple presence in the tissue and determine staple form. Both the CT and x-ray images obtained of the tissue sample showed 14 malformed staples. Based upon the photos, imaging, and device analyses performed, the most likely cause for the malformed staples is an incomplete firing stroke.